Event description:
This pt complained of numbness and pain at night in left leg after implant duration of seven months. So angiography done and saw re-stenosis. Angioplasty performed and tlr procedure target lesion revascularization. See MDR 6000002-2005-00710, which is part of same stented area treated.